Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. The contact stated that the customer's blood glucose levels have been erratic; however, the value was not provided. It was indicated that multiple boluses were administered to address blood glucose level. The customer has been using manual insulin injections for diabetes management.